Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2021-02658. All information has been consolidated into this report.

Event description:
Patient reports rupture diagnosed by ultrasound, "difference in shape between the breasts¿, ¿lung and stomach issues¿, ¿significant deterioration in health¿ and ¿generally being ill¿. This relates to the left device. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports rupture diagnosed by ultrasound, "difference in shape between the breasts¿, ¿lung and stomach issues¿, ¿significant deterioration in health¿ and ¿generally being ill¿. This relates to the left device. Device remains implanted.